Manufacturer narrative:
After repeated attempts to contact the customer, no sample has been received and no lot number reported without a sample or lot number a definitive conclusion cannot be drawn. In 2013 there were no similar reportable incidents.

Event description:
Event description: a deep pharyngolaryngeal wound occurred reportedly due to the device which was inserted at the upper gi endoscopy lab. No other information is available.